Manufacturer narrative:
Duplicate MDR case (B)(4) (USA report number - 2112667-2025-00934) addresses the fmi resolution under (recall no. Z-0814-2025).

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient agent delivery less than -20% of setting. There was no patient injury.